Event description:
A tandem mobi cartridge alarm was reported by the caller, specifically during the cartridge load process. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer reverted to manual injections for insulin therapy.